Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed to boot up during startup, and a clicking noise was heard from the back of the machine when it was powered on. A field service engineer (fse) found the pyxis system powered off and restored power using the power switch, confirming successful system startup. The fse verified drawer and door functionality through the hardware test application and confirmed normal operation. The fse then tested the power system and identified a failed backup battery when alternating current power was removed. During follow-up, the fse replaced the backup battery but observed that the system produced startup sound without powering on, confirmed proper wall outlet power, and isolated the issue to a faulty power supply. The fse replaced the power supply, after which normal system functionality was fully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system failed to boot up during startup, and a clicking noise was heard from the back of the machine when it was powered on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.